Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The white foreign body appeared to be a residue from a previous case. No physical damage to air/water cylinders (internal) or air/water tubes was reported. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. Upon estimation it was discovered there was foreign matter found within the nozzle. This was due to insufficient cleaning. The following issues were found during the device evaluation: (a.) Bending manipulation or angulation was reduced as the angle wires were stretched, (b.) Surface defects of the universal cord were identified. The coating was peeling off, (c.) The distal end of the universal cord had cracks in the resin, (d.) There was deterioration or discoloration of the control body, (e.) The resin in the air and water was cracked causing leakage from the body control unit, (f.) Parts become loose in the air and water channel or body control unit, (g.) And the watertight area was defective and had fluid invasion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera colonovideoscope was returned to an olympus service center for annual maintenance with no complaint reported by the end user. During inspection, it was discovered there was foreign matter found within the nozzle. There was no patient involvement. This report is being submitted for the malfunction found during the device evaluation.